Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a frayed recharger antenna cord. They mentioned that the patient has a bad tremor and when they put the antenna over the implant sometimes they can move enough that it makes it quit charging. They also mentioned that sometimes it takes the patient 3-4 hours to charge their implant and sometimes it takes a lot less time. They said the patient had always had trouble with recharger and finding the right placement for the antenna to sit on the implant since they got current implant. They saw patient's healthcare provider last week who also had trouble connecting to patients implant with their clinician equipment and told the caller to call rep who then told them to call patient services. Agent reviewed options regarding replacing frayed antenna cord, caller did not think that would resolve the issue, agent had a hard time understanding what caller wanted agent to do. Agent reviewed option to transition to the wireless recharger and what that process would look like. They was still unsure but okay moving forward with the transition. Agent reviewed agent will still send replacement antenna cord and will also send email to rep regarding starting transition process. Additional info received from rep that the antenna is being sent to the patient to resolve the communication issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the replacement device resolved the issue.